Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 300-500mg/dl the last 2 weeks. The customer declined to trouble shoot for high blood glucose levels. The customer mentioned receiving no delivery alarms. The customer mention they called local office to troubleshoot and they found out the reservoir was the issue. The customer declined high blood glucose troubleshooting. The reservoir will not be returned for analysis.